Event description:
It was reported that episodes of non-sustained lead noise due to oversensed myopotentials were observed. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.